Event description:
A malfunction on the pump was reported by the caller following a cartridge change. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if the malfunction reoccurred and acknowledged understanding these instructions.